Manufacturer narrative:
Concomitant medical products: a7700-25 mechanical valve, implanted: (B)(6) 1987. W3dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block and arrhythmia. The right ventricular (rv) lead exhibited non capture and high thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.